Event description:
Nonfunctioning dual chamber permanent pacemaker with epicardial leads and there was pain at the site of the insertion, so the permanent pacemaker generator was removed, and the leads were capped. FDA safety report ID# (B)(4).